Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient (57 kgs, age is 60-65) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported that during the procedure, a pericardial effusion was noticed during ablation. The patient's blood pressure dropped. The pericardial effusion was confirmed with intracardiac echocardiography (ice) that was already in place. The medical intervention provided was a pericardiocentesis and 900 cc's of fluid was removed. The patient was reported to be in stable condition. The ablation on the right side was completed. The physician had planned some ablation on the left side, but the procedure was aborted. The reason for the pericardial effusion was unknown. Additional information was received. This adverse event was noticed by change in pressure shortly after radio frequency. The physician did not state what his opinion was on cause of incident. The patient outcome of the adverse event is fully recovered. The patient did require extended hospitalization because of the adverse event, they were placed in the intensive care unit (ICU) overnight to observe vital signs. All lab results came back acceptable. A transseptal puncture was not performed. Prior to noting the pericardial effusion, ablation was performed. There was no evidence of a steam pop. The event occurred during the ablation phase. Flow settings were default per IFU for 35 watts. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. One time early during ablation, they had many small bubbles that were cleared and all worked as normal. The bubble issue did not occur during flushing. The customer did flush the tubing before using in the patient. The pump sensor detected bubbles and tubing was then flushed. The bubbles were only detected one time. During flow movement, the customer did not notice any bubbles movement. Dashboard, vector and visitag force visualization features were used. Parameters for stability used with visitag were 2.5/range, visitag settings were set per company recommendation and size was 2mm. No additional filter was used with the visitag. Fti color option was used prospectively. Prolonged hospitalization was not coded as it was noted it was for observation. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The bubble issue was assessed as not MDR reportable. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-sep-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 21-sep-2022. It was reported that a female patient (57 kgs, age is 60-65) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 06-sep-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30814566l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).